Event description:
It was reported that a progav 2.0 (#fx410t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt showed an unfer-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 12 months, weight: unknown , height: unknown, gender: male.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. Due to the blockage of the valve, a measurement on the computer test bench could not be performed adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. To make the proteins / deposits in the valve more visible, they were colored using a staining solution. Result : in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the valve. Based on our inspection results, we can determine, at the time of our inspection, a blockage as well as a non-adjustability at the valve. The cause of the mentioned malfunctions could be the detected deposits. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.